Manufacturer narrative:
Pending investigation. D10: 2979860 300-01-15 - equinoxe, humeral stem primary, press fit 15mm 3579308 300-10-45 - equinoxe replicator plate 4.5mm o/s 3534188 300-20-02 - equinox square torque define screw drive kit 2785549 310-01-50 - equinoxe, humeral head short, 50mm (beta) 2831587 321-20-00 - equinoxe reverse shoulder drill kit.

Event description:
As reported, the patient had an initial right tsa on (B)(6)2014. The patient was revised on (B)(6)2023 due to shoulder pain. The surgeon found inflammation and scar tissue. The patient was last known to be in stable condition. No surgery delay.